Event description:
The user received high potassium results for three pt samples and repeated testing. Of the data provided, one of the pt potassium results was found to be discrepant. The initial result was 6.5 mmol per l, repeat result from another lab 5.0 mmol per l on a roche p3 instrument. The potassium result of 5.0 mmol per l was reported. The field service rep found the reference electrode pin was loose. He replaced the ise tubing, trimmed the reference electrode tubing and pin and adjusted the mix and dry pressures. The field service rep also determined the direct calibrator was faulty and replaced it, and all the reagents on the ise rack. To verify the analyzer performance, he ran ise calibration, qc and pt samples with all results within specs.